Manufacturer narrative:
The patient complained of chest pain just after returning to his room. Coronary angiography was conducted and thrombus was observed in the cypher. To treat the thrombus, plain old balloon angioplasty (poba) was conducted with a 2.0x10mm lacrosse balloon, a 2.25x20mm maverick balloons and a 2.5 esprit balloon. Inflation pressure and time was unknown. The patient recovered and was discharged from the hospital. The physician commented that the possible cause of the thrombotic event was because the lesion was heavily calcified and the stent was partially under-dilated to avoid perforation. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, when the patient returned to his room following percutaneous coronary intervention (pci), he complained of chest pain. Angiography revealed thrombus within the implanted cypher stent. This patient presented to the cardiac cath unit for elective treatment. Pre-procedure medications included aspirin 100 milligrams (mg)/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included aspirin 100 milligrams (mg)/day and ticlopidine hydrochloride 200mg/day, clopidogrel sulphate 75 mg/day and heparin 6,000 units. Pci was performed on a de novo lesion in the proximal left anterior descending artery (lad) of 20mm in length in a 2.5mm vessel diameter at a bifurcation. The (b2) eccentric lesion was also characterized as calcified. The lesion was pre-dilated with a 2.5 x 15mm lacrosse balloon at 8 atmospheres (atm) then a 2.5x23mm cypher stent was deployed at 18 atm. Post-dilation was not done. The residual diameter stenosis measured 0%. Intra-vascular ultrasound (ivus) was done. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure. Act measured over 300.